Event description:
It was reported that during preparation foreign material was found inside the packaging. The lesion being treated was located in a calcified and moderately tortuous brachiocephalic vein. The physician found a hair in the pouch of a f/g sterling otw 4.0 x 20/40 (4f) balloon catheter after the balloon was removed from the pouch. The length of the hair was about 25cm and was sealed together with the pouch. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation, foreign material was found inside the packaging. The lesion being treated was located in a calcified and moderately tortuous brachiocephalic vein. The physician found a hair in the pouch of a f/g sterling otw 4.0 x 20/40 (4f) balloon catheter after the balloon was removed from the pouch. The length of the hair was about 25cm and was sealed together with the pouch. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed there were no issues regarding the catheter. Without the inner product pouch, the reported event could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).